Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during implant. An alternate lead was placed. No patient complications have been reported as a result of this event.